Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one burst of anti-tachycardia pacing (atp) and one shock as inappropriate therapy due to suspected atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in service. The patient had their medication adjusted to hopefully prevent this from reoccurring in the future. No additional adverse patient effects were reported.